Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was a missing label in a tube. There was no report of impact to the patient or user.

Manufacturer narrative:
E.4. Initial reporter addr 1: (B)(6). H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing tube label was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of missing tube label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing tube label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.